Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: review of the black box data confirmed records of power on reset. The battery cap that was returned with the pump for investigation was found to have stripped threads and was not able to secure properly to the pump to maintain electrical connection for testing. With the damaged cap in place on the pump, the alleged intermittent power issue was duplicated. A test cap was able to secure to the pump properly and maintain electrical connection to complete the investigation. The pump was exercised without any further interruption in power. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture corrosion in the battery compartment due to a moisture leak confirmed by leak testing. Additional moisture damage was found inside the pump on the printed circuit board. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.